Manufacturer narrative:
The investigation for CAPA (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating

Event description:
Device 2 of 2 , reference MFR. Report: 1627487-2018-03284. It was reported the patient experienced pocket heating while charging the ipg sometime in spring 2015. As a result, the patient underwent surgical intervention to have their ipg replaced. The issue was resolved post operatively. The issue occurred while using a high energy charger and patient did not participate in the charger swap.